Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 17.4 mmol/l. The customer has change battery and tried again with new battery but still blank display. The customer cleaned the battery cap, battery looks ful then blank display again. The customer was advised the device would be replaced.

Manufacturer narrative:
The insulin pump had a blank display due to a faulty component on the interface circuit board. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners and a stained keypad overlay.